Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced elevated blood glucose levels from 300 to 357mg/dl with large ketones, thirst and a headache. The reporter indicated that there are a large amount of air bubbles in the cartridge. The patient has reportedly been using refrigerated insulin to fill the cartridge. The patient was instructed to use room temperature insulin to fill the cartridge. This report is being made based on the indication that the patient experienced elevated blood glucose levels related to use error.